Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling, and the outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant, and indicated stretching.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The helix of the lead was not able to extend. The lead was replaced. No patient complications have been reported as a result of this event.